Event description:
While placing PICC in left upper extremity, the wire frayed and coiled back on itself (forming a knot) while being withdrawn from pt. The wire was lodged in the immediate subcuticular tissue, with no vessel involvement. This was visualized under ultrasound by myself, the IV team, and the general surgery fellow. The surgery fellow then made a small superficial skin incision (2mm wide, 1mm deep) and extracted the wire in its entirety. The wire was saved in case it was needed for further evaluation. A chest and lue xray revealed no extraneous wire fragments. Attending and parents notified of the occurrence.